Event description:
Family member reported pt was admitted as an inpatient to a hospital for high blood glucose and diabetic ketoacidosis. Family member stated that customer insisted on wanting to replace pump.